Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during cardiopulmonary bypass using a fusion oxygenator before the start of the bypass, 10000 iu of heparin was applied to the priming. The initial act under anesthesia was 480s. 5 minutes after bypass start, the act was 512s. Nevertheless, shortly after bypass start, a continuous increase in pressure from the oxygenator was already evident within about 5 minutes, there was a significant restriction of the oxygenator function with insufficient oxygenation (fio2 65-70%.po2 81mmhg), so that an orderly exit from hlm was initiated. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing, per tr4900. The testing was conducted at a 1:1 ratio (7lpm blood <(><<)>(><(>&<)><(><<)>)> gas flows) the results are as follows: 392 ml/min 02 xferc; 298 ml/min co2 xferc; 166 mmhg blood side pressure drop. Reason for the return was not confirmed. D.4 serial number added. H.6: annex b and annex c codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.